Event description:
A patient experienced migration of a c7 yukon set screw approximately two months after implantation. Revision surgery is not currently planned.

Manufacturer narrative:
Corrected data: d4 (catalogue number), h6 (device problem code). H3 other text: screw is still implanted in patient.

Event description:
A patient experienced migration of a c7 yukon set screw approximately two months after implantation. Revision surgery is not currently planned.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Manufacturer narrative:
H3 other text : screw is still implanted in patient.

Event description:
It was reported during a follow up approximately two months post-operatively that a yukon polyaxial screw at c7 experienced an unknown failure.